Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sureform 45 black reload involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The reload was found to have the knife exposed within the knife track. The reload was not found to have a firing failure based on log review. The knife appeared to be lodged into the cartridge and could not be removed for inspection. The reload was found to exhibit cartridge damage. The cartridge damage was observed at the exposed knife location. The reload was also found be broken. A missing piece measuring approximately 0.088 x 0.29 in size was not returned. Reload was disassembled to find cartridge t-slot where knife base rides along exhibiting damage roughly halfway along the length of the reload. T-slot damage continued until around the 3/4 of the length where the knife appears to have rotated sideways and the edge dug into the knife track. Shuttle was found to have a broken fragment also lodged into the cartridge. Knife edge did not exhibit damage. Evidence suggests a high force from tissue may have caused the knife to dislodge from the t-slot. Regarding the cartridge breakage at distal tip of reload, this damage appears to have been created from the user trying to pry the reload from the jaws and damage was likely caused by excessive force.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler sureform 45 did not complete a full cycle while stapling bowel, due to the girth of the bowel. Upon taking the stapler out we could not get the stapler load to disengage requiring us to open another. The procedure was completed with no reported injury.